Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that their reason for call was that the stimulator "wasn't charging well". The patient stated that what little charge she does get into her implant, the battery wasn't lasting. The patient stated that the implant in her body was taking longer to charge (been happening for about a month). The patient reported that she didn't know if the implant battery was going bad or if it was the recharger going bad. The patient stated that she thinks something is wrong with the recharger itself because the recharger battery icon usually turns white when its discharged but now the recharger was not discharging normally and recharger battery would stay black. During call, the patient was getting 0 coupling bars, once the patient repositioned the antenna several times, she ended up getting 4 coupling bars. The patient stated that usually she was able to get 8 bars filled in. The patient reported that her stimulator was in an awkward place because it¿s tucked between her lower rib and hip bone. The patient stated that the stimulator usually helps her turn her neck the right way and alleviate pain, but the stimulator was now doing neither (patient confirmed ins was on during call). The patient stated that back in (B)(6) 2018 she passed out and fell. The patient stated that she had fallen on her buttocks and that she had her stimulator checked after that and it was fine. Warm transfer to repair for a replacement recharger. Patient services reviewed that they didn't expect that the replacement recharger to help with the implant charge not lasting long, and for the patient follow-up with their healthcare provider (hcp) regarding this to have implant checked. No further complications were anticipated/reported.